Event description:
A customer reported experiencing a cartridge alarm issue with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.